Event description:
A patient death was reported by a family member with no further information. Information identified in the manufacture's data base indicated the patient died approximately three days post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: 5554 implantable pacing lead, (B)(6) 2012. (B)(4). The device has not been returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.